Event description:
Device was being used to secure sutures while doing an aortic valve replacement. Device retained a grommet after it was fired and was subsequently rendered unusable. No patient harm.